Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI#: in the absence of a reported part number, the UDI cannot be calculated. (B)(4). The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported. The supera instruction for use, states: confirm under fluoroscopy that the entire supera stent has fully emerged from the outer sheath and is released. In this case, failing to remove under fluoroscopy did not cause the partial deployment. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an unknown supera stent got linked to the sheath when it was being retracted from the patient. The stent was retrieved with a hook. The thumb slide was at the starting position and the deployment lock in the locked position; however, the sheath was not retracted under fluoroscopy. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.